Event description:
After peg tube was pushed down over the guidewire and pulled out through the skin, the guidewire was pulled to remove and snapped and uncoiled. Physician performed a thorough endoscopy afterward to be sure the pt was not injured.